Event description:
Information received from the field notes that the patient was seen for a routine over-drive pacing of his atrial flutter using the programmer. A 220ms burst x 40 seconds converted the patient to sinus rhythm. Subsequently, 100ms intervals and atrial fibrillation were observed. The atrial fibrillation converted back to sinus rhythm after 10 to 15 seconds and was maintained. The patient was stable without complaint.